Event description:
It was reported that post-op the pt was found to have bloody urine in the drainage bag. The rn disconnected the catheter from the bag and found the tip was inserted far into the urethra. The pt was voiding bright red blood. A ns drip was ordered at which time the pt urine changed to more of a tea color. The pt developed urgency and urine retention. The pt complained of discomfort and was found to have increasing amounts of urine according to a bladder scan. Urology was consulted who prescribed a 16fr coude catheter be inserted. After the placement of the coude catheter the pt reported immediate relief of this symptoms and urine started to drain immediately into the bag.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿wash hands and don clean gloves; using proper aseptic technique open outer csr wrap; place underpad beneath patient, plastic/¿shiny¿ side down; use the provided cleansing wipe to cleanse patients¿ peri-urethral area; remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel; don sterile gloves; position fenestrated drape on patient; remove top tray and place next to bottom tray (keep on csr wrap); attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon; remove foley catheter from wrap and lubricate catheter; prepare patient with packet of presaturated antiseptic swab sticks note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward; proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon; inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. Note: using less than the recommended volume of sterile water can result in asymmetrically inflated balloon. Properly inflated with recommended volume of sterile water; once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck; secure the foley catheter to the patient use the statlock ® foley stabilization device if provided (see statlock ® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient was discharged home with a leg bag and ordered to follow up with urologist.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.